Event description:
My mom is on oxygen for pulmonary issues. She put a new bottle of oxygen on, and then said this smells funny, and then immediately collapsed. She was taken to the hosp where she lives and was in intensive care, and has not recovered well from the event. She is now home, but is in hospice care, and is now bedridden. She was in delicate shape before, but was mobile. The oxygen tank has some blackness around the nozzle, and the oxygen valve also has some blackness around the distribution point that was not there before this tank was installed. We think there was something wrong with this oxygen and want to do a test on the tank. There was no lot #3 sticker on this tank, but the rest of the tanks delivered with this one have a sticker that says lot 164, 14 liters. We consulted a tank supply company - they recommended we file this with the FDA. We want to have this tank tested to see just what was in it, and prevent any further potential injuries. We were directed to the FDA to do this testing. Dates of use: 2008. Diagnosis or reason for use: pulmonary issues. Event abated after use stopped or dose reduced: no.